Manufacturer narrative:
Patient demographic unknown. Medtronic rep. Tested system after case and could not duplicate issue. No impact to patient reported.

Event description:
Medtronic representative reported the system froze before proceeding with first spin to acquire 3d images with the iso c carm. Surgery proceeded with navigation and patient outcome was not impacted.